Event description:
The customer reported that the jaws of the instrument would no longer open during the procedure. A surgical tie was used to assist with removing the device from the pt. There was no injury.

Manufacturer narrative:
Covidien ref# (B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received of if add'l info pertinent to the incident is obtained, a follow up report will be submitted.